Event description:
The core impaction drill was sent for eval due to black smoke coming from the end of the device that was plugged in. No further info was provided by the account.

Manufacturer narrative:
It was noted during the quality investigation that the contact pins and motor cartridge are burnt.